Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated tsh and psa results generated by the access 2 immunoassay system. All samples were repeated and recovered results within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples were collected in bd plastic serum tubes with gel separator and spun at 3400 rpm for 12 minutes.system checks were within specifications.qc has been within the customer's established range.a field service engineer was on-site and performed some cleaning and made some adjustments and then performed a system check which passed successfully.although hardware issues were addressed by the fse, a clear root cause for this event has not been determined to date.